Manufacturer narrative:
Visual inspection of the header and connector found no contamination or foreign material only a small amount of dried blood which is normal and should not cause any contact issue. Electrical and mechanical analysis performed indicates normal results.

Event description:
It was reported that during device explant procedure, blood in the device header was observed. The device was explanted and replaced. The patient was stable during the procedure.